Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The visual check of the sample showed that it was clear. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with gamma glutamyltransferase ver.2 - standardized against ifcc / szasz assay (ggt2) on a cobas c 503 analytical unit. Initial result: 54.8 u/l (accompanied by a data flag). 1st repeat result: 83.5 u/l. 2nd repeat result: 22.7 u/l. 3rd repeat result: 23.8 u/l. The repeat result of 23.8 u/l was reported outside the laboratory.

Manufacturer narrative:
Medwatch fields d1, d2a, d2b, d4, g1 and g4 were updated. The calibration and qc were within specifications. A review of the reaction kinetics for the affected measurements showed no flags or visible abnormalities, indicating a technically "clean" photometric process. Four different results were obtained from the same single sample, indicating a pre-analytical issue. The field service engineer checked the wash station, the rinse volumes, and the vacuum circuit solenoid valve, and they were all within specifications. The instrument was performing within specifications. The cause of the event was consistent with a combination of a potential inefficiency in the washing station, leading to contamination or rinsing errors, and a preanalytic issue (lack of sample homogeneity) at the customer site. Preanalytics are within the customer's responsibility.